Event description:
The patient experienced a shocking/jolting sensation and pain at the neurostimulator location after eating and when lying down. The shocking kept them awake at night. There was no known accident or incident related to the event. The shocking sensation started 2 days ago was noted as being similar to but not as severe as that experienced in 2008. The patient was at home and re-directed to her physician who told her to go to the emergency room if the pain got worse. The patient had a follow-up appointment scheduled. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4)